Event description:
The customer called on (B)(6) 2009 and said that she was burnt on the back by an hp 110 heating pad. She stated that she visited the hospital. We believe that this was caused due to the consumer lying on the heating pad contrary to what is indicated in the product labeling for this heating pad.